Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump sustained physical damage. She stated that the top of the insulin pump had a crack on it, and the reservoir kept falling off. The customer's blood glucose was 475 mg/dl, which was treated with the insulin pump. The customer stated that she thought that the plastic on top of the reservoir area was thin, which made the component break easily. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case on display window corner, cracked battery tube threads, broken reservoir tube lip, cracked case on reservoir tube window and reservoir locks in place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.